Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that the balloon of the fogarty catheter did not deflate at the balloon test prior to use. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
As per chemistry analysis the ir spectrum of the unknown material in through lumen showed similar absorption characteristics when comparing to sodium chloride. In addition, eds analysis of the sample indicated the presence of the following elements in through lumen: carbon, sodium, chloride, and iodine. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Patient demographic information was obtained on 1/27/2021. One fogarty catheter without any attached components was returned for evaluation. The balloon inflated clear and concentric with 0.4 cc air and remained inflated for 5 minutes without leakage. There is no deflation specification using air as the inflation media. The balloon inflated with 0.15 cc water and remained inflated for 5 minutes without leakage. The balloon deflated in 6.3 seconds by pulling back on the syringe plunger. The specification for balloon deflation while pulling back on the syringe plunger is 4 seconds. The through lumen was found to be occluded with an unknown clear material between 38 cm and 40 cm. The unknown material was removed and sent to chemistry for analysis. No visible damage was observed from the balloon, balloon windings or balloon latex. Balloon inflation testing was performed using returned syringe. Visual examination was performed under microscope at 20x magnification and with the unaided eye. Customer report of balloon deflation issue could not be confirmed during the analysis, however, the through lumen was found to be occluded with an unknown clear material. A supplemental report will be sent with the chemistry investigation results.